Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors did not cauterize the vein. A replacement unit was used to complete the procedure. No pt complications were reported by the hosp.